Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient inserted the sensor on (B)(6) 2017 and stopped the sensor session on (B)(6) 2017 at approximately 1:00am but did not change the sensor out. The patient went to the beach with her friends in the morning and had a hypoglycemic event that resulted in a seizure at approximately 7:00am. The patient's friends called 911 and when the emergency medical technician (emt) arrived, they tested the patient's blood glucose (bg) and it was 20 mg/dl. The emt's treated the patient with intravenous (IV) therapy and insulin that raised her bg to 219 mg/dl. The emt's did not bring the patient to the hospital. The patient's friends brought her home to rest. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for evaluation. The reported event could not be confirmed. No root cause to be determined as there was no allegation against the device.